Event description:
It was reported that a cortical fixation screw had been inserted into solid bone. While placing a second concomitant device screw, the surgeon was making final advance when turning concomitant device t-handle, the tip of the expedium quick connect si polyaxial driver broke off into the screw head. The broken fragment was not recovered and remains in the implanted screw, covered by a rod, and screw caps were tightened. It was reported that there were no adverse consequences to the patient and no resulting delay. It was also reported the concomitant device t-handle became locked and won't open. However, the locking feature reported condition is unrelated to the driver tip breakage.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record (DHR) review: a review of the DHR for the quick connect driver identified no issues during the manufacturing and release of the product that could have contributed to the problem reported by the customer. Complaint trend analysis: a 12 month review of the complaint trend analysis for the si quick connect driver was conducted on the specific code from the complaint as there is no device family for this instrument requiring no immediate corrective action. An internal data review has been opened to evaluate the design control documentation. Root cause: the root cause cannot be positively determined based on the provided details or returned samples. Fracture analysis did find evidence suggesting that the driver underwent a quasi-static torsional shear overload which likely lead to tip failure. As there has been no issue identified in the manufacturing or release of the device the complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.